Event description:
It was reported that the right atrial lead exhibited an increase in threshold, a decrease in sensing, and a decrease in impedance. During re-testing, the measurements were acceptable. On (B)(6) 2014 the lead exhibited capture anomalies. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.